Event description:
Nurse reported that the infusion pump may have overdelivered meds to the pt. No injury. Biomedical engineering found no problems with the device after testing it. Returned to the MFR for more testing.